Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch was intermittently cutting out during a cardiac procedure and the procedure was completed using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The connection was not re-established. The philips engineer advised the customer to use the wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion 7 m12 system wireless foot pedal was not working intermittently. The system was in clinical use at the time of the event as a cardiac procedure was in process. No harm has been reported. The customer wired footswitch was tightened and the customer was given information concerning philips wireless footswitch replacement protocol. Philips has started an investigation of the complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.